Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: the actual device was returned for evaluation. The device was evaluated and it was determined that the reported condition was not confirmed. However, during evaluation, it was determined that the device neuro tip was bent, the color band was chipping and the etching was illegible. The device also failed pretests for visual assessment and labeling assessment. The reported condition was not confirmed. The assignable root cause was traced to component failure due to normal wear. UDI: (B)(4).

Event description:
It was reported from switzerland that during service and evaluation, it was determined that the craniotome device neuro tip was bent, the color band was chipping / fading and the etching was illegible. It was further determined that the device failed pretests for visual assessment and labeling assessment. It was noted in the service order that the device did not work anymore prior to surgery. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.